Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections d4-expiration date, h4, and h6 (type of investigation, findings). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 21mm aortic valve implanted for one year, seven months underwent a valve-in-valve procedure due to central regurgitation and gradient increase. A 23mm valve was implanted. As reported, the gradient started to increase and was treated with anticoagulation. The patient subsequently developed central regurgitation requiring intervention.